Event description:
It was reported that two weeks after the implant of this right ventricular (rv) lead, a perforation was confirmed via x-ray, fluoroscopy and echocardiogram. According to the information provided, this lead moved from the rv chamber and perforated the rv wall of the heart. This was confirmed by a radiologist, anesthesiologist, and two electrophysiologists. As a result of the perforation, a surgical intervention was needed in order to explant and replace the lead. During this procedure, it was decided to move the pacemaker to the right side of the patient. No additional adverse patient effects were reported. Product return is not available since the electrophysiologist disposed of the lead right after the explant process.

Event description:
It was reported that two weeks after the implant of this right ventricular (rv) lead, a perforation was confirmed via x-ray, fluoroscopy and echocardiogram. According to the information provided, this lead moved from the rv chamber and perforated the rv wall of the heart. This was confirmed by a radiologist, anesthesiologist, and two electrophysiologists. As a result of the perforation, a surgical intervention was needed in order to explant and replace the lead. During this procedure, it was decided to move the pacemaker to the right side of the patient. No additional adverse patient effects were reported. Product return is not available since the electrophysiologist disposed of the lead right after the explant process.